Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed and replicated. Visual inspection revealed that a small balloon was present near the top of the pump segment, just below the upper fitment. Functional testing was performed; no ballooning occurred. The set was then loaded into a test pump module and programmed for a 125 ml/hr infusion, which ran to completion without any pump alarms or observed ballooning of the pump segment. The set was then pressure tested and the observed bulge segment started to balloon at 7 psi. The root cause of the balloon in the silicone segment could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported that the IV tubing ballooned in the pump while connected to a patient. There was no patient harm reported.